Event description:
It was reported that this patient's right ventricular (rv) lead showed high shock impedance of over 200 ohms at an in-clinic evaluation, although latitude showed the highest measurement as 135 ohms. Technical services (ts) discussed that both measurements are high for this lead, even though there is no noise and pacing impedance is stable. In addition, ts indicated that this could possibly indicate a fracture on this lead, and recommended further evaluation. The patient will continue to be monitored closely and the next in-clinic evaluation further troubleshooting will be performed. Additional information was requested, none was provided. This rv lead remains in service and no adverse patient effects were reported.